Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to clinic with an alert for the capacitor timeout limit reached. A capacitor maintenance performed in clinic also timed out. The device was explanted and replaced. The patient condition is good.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.